Event description:
The customer observed falsely elevated ldh results generated on the alinity c processing module for one patient. The initial result was 731 u/l, repeated 215 and 202 u/l (normal range 125 to 220 u/l). No impact to patient management was reported.

Manufacturer narrative:
This issue was previously reported under MDR number 3002809144-2022-00178-01 under a different suspect device. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The technical service specialist (tss) inspected the instrument and resolved the issue by performing preventative maintenance per the alinity c preventative maintenance checklist. No additional discrepant ldh issues have been reported since the service activity was completed. Trending review did not identify any trends for the complaint issue. The alinity ci-series operations manual and the alinity c service documentation, provide adequate information regarding the troubleshooting of erratic/discrepant results. The alinity c service documentation contains instructions for performing preventative maintenance on the alinity c system. Labeling review concludes that the issue is adequately addressed. Based on all reviewed data, a product deficiency was not identified.